Event description:
The provider was trying to grab the suture needle with the needle driver and the thread sheared apart leaving the needle still in the packing with the suture material attached. A picture of the product was taken by the submitter of this occurrence. Item was ethicon prolene 6-0 p-1, "loy#qbbdxk," exp 2025-01-31. Upon interview with staff involved it appears that the provider was trying to grasp the needle and may have grabbed the actual suture material with the needle grabbers. When pulling may have dragged the needle holder along the suture material., fraying the material and breaking it. The needle never left the packaging, and the suture looks frayed at the point where it broke. Ethicon contacted by materials management for awareness.